Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report. The user facility discarded the device.

Event description:
The customer alleges that the guide wire jammed on the needle and didn,t go through. Another catheter was used. The patient developed a small hematoma.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer provided a video for reference. The video showed the guide wire inserted through the needle and protruding from the needle bevel. The clinician in the video is tugging on the proximal end of the guide wire and it is springing and stretching but it is stuck within the needle and cannot be removed. You can see the distal end of the wire moves but will not retract into the bevel indicating that the wire is caught on the bevel. The appearance and movement of the guide wire in the video shows that it is unraveled. A device history record (DHR) review was performed on the guide wire, the introducer needle and the arrow raulerson syringe with no relevant findings. The reported compliant of the guide wire jammed in the needle and became unraveled was confirmed through visual examination of the returned video. The guide wire was inserted through the introducer needle and was stuck in the needle and unraveled. The DHR were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of guide wire unraveled during insertion through the needle could not be determined based upon the information provided and without a sample. No further action will be taken.

Event description:
The customer alleges that the guide wire jammed on the needle and didn,t go through. Another catheter was used. The patient developed a small hematoma.